Event description:
A hosp laboratory technician reported that an adil minilab pw41 microplate washer lost power after turning it on for their second incubation wash step. The display came up briefly, and then disappeared as the washer lost power. The technician observed smoke, and immediately turned off the washer. The technician reported that the smoke was emitting from the power switch module.